Event description:
The customer states that one patient sample generated an aeroset calcium assay result of greater than 17.0 mg/dl. The sample was retested and generated a "linear low" error flag. The sample was repeated two more times with values within the lab's normal reference range (an exact value was not given but was greater than 9.0 mg/dl). The customer had a general complaint of erratic results with this assay. The customer did note that several probe obstruction errors had occurred over the week-end. No suspect results were reported from the lab. The customer will not provide any patient information. A service call was initiated. There is no impact to patient management reported.